Event description:
The consumer was reportedly walking along with the rollator when she apparently hit a "rut" in the sidewalk. The rollator reportedly "folded up" and the user fell forward over it. She hit her head on the cement sidewalk. She was taken to the emergency room and admitted with a "hematoma to the head." The report source states she has been in the hospital an unk amount of time and is "improving." She reportedly "will be ok and is currently just a little disoriented." No additional info about the user was available. The report source states she has evaluated the rollator and cannot get it to fold unexpectedly unless the seat is partially in the "up" position. She believes the user may not have put the seat all the way down, hit the rut in the sidewalk and the roller folded. There is no damage or malfunction noted with the rollator that she can see. No additional info was available.

Manufacturer narrative:
The rollator is expected to be returned for evaluation. It has not yet been received. The report source states she could not find any malfunctions or damage to the rollator.